Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer¿s blood glucose (bg) level was 40 mg/dl; cause of low bg was unknown. Customer consumed carbohydrates to address low bg.